Event description:
The surgeon noted that the channel drain sheath was delaminating prior to inserting this into the patient. Another drain was obtained and the case continued. This defective drain was removed from the surgical field. This did not harm the patient in any way as it did not reach the patient.